Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause of the reported difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
Subsequent to the initial report filing, additional information was received confirming that resistance was also encountered during retraction of the balloon on the unspecified guide wire. No additional information was provided.

Event description:
It was reported that after inflating the tenku rx balloon catheter twice at the lesion, resistance between the unspecified guide wire and the guide wire lumen of the tenku balloon catheter increased. Therefore, the tenku rx balloon catheter was not used further in the procedure. There was no significant delay in the procedure reported. No adverse patient effects were reported. No additional information was provided.